Manufacturer narrative:
The stent was implanted without issue. The balloon was ruptured by the stent edge as intervention and the delivery system was removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the balloon was deflated, the balloon folds were expanded. Contrast was visible in the balloon and inflation lumen. There was no stretching evident to the proximal balloon bond. The delivery system was placed in the water bath to disperse the contrast, and aid inflation. The balloon was inflated to nominal pressure of 12 atm with no issues noted. The balloon maintained pressure, there was no burst site evident. Deflation testing was performed on the balloon, the balloon deflated in 17 seconds with spec being =30 seconds. There was no damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was intended to be used to treat a moderately calcified, moderately tortuous lesion exhibiting 75% stenosis in the proximal left anterior descending artery. The device was inspected with no issues. Negative prep was performed with no issues. Pre-dilation was not performed. Post dilation was performed. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that following stent implantation, the attempt to deflate the balloon was unsuccessful, the balloon was unable to be deflated and ruptured by the stent edge and the stent was removed. The patient is alive with no injury.